Event description:
It was reported that tandem mobi pump issued cartridge alarm during use and not during cartridge loading, and caller had not experienced similar cartridge alarms with this pump previously. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing cartridge and resuming insulin, and technical support confirmed cartridge alarm code but no additional corrective actions were documented.